Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula which led to hyperglycemia event on (B)(6) 2026. Due to bent cannula, patient experienced symptoms including headache, lethargy. The patient's blood glucose level peak 539 mg/dl and administered 15 units of insulin per rn (registered nurse) recommendation via injection. . No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.